Event description:
A male was admitted for peripheral occlusions (leg). The pt was given heparin, and experienced a cerebral event (in-house stroke). The pt presented with an m2 occlusion. Three (3)mg iatpa were administered. On the first pass with retriever l4, small bits of clot were retrieved (not sent to pathology). The angio demonstrated contrast extravasation. The treating physician coiled the m2 branch. A k mini was then deployed to proximal to vessel rupture site, no clot was retrieved on the k mini pass. The case was stopped. (Info notes while reviewing films with dr) per physician, several factors may have contributed to the small perforation in the mid m2 branch. One is an acute bend in the branch proximal that may have increased the friction on the device. Secondly, there may have been a mismatch between the device size (2.0mm) and the vessel size (1.7mm). More importantly, the occluding embolus may not have been soft clot but rather organized laryngeal papilloma that embolized from the lung. This may have been more wedged and required additional pull to move the embolus and exerted excessive traction on the m2 branch. Lastly, the acute angulation and possible tumor embolus may have been the most important factors, making this a very unusual case.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The mfg records for retriever l5 devices that were shipped to the site, lot number 32914, was reviewed and no anomalies were found that are related to this complaint. The current retriever instructions for use (IFU) lists vessel dissection and perforation as known complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage.